Manufacturer narrative:
Belmont medical technologies became aware of an incident that reportedly occurred on (B)(6) 2021 involving a 3-spike disposable set that disconnected between the spike and infusion line, preventing the device from being used for the transfusion of blood products as intended. The user reported that the disposable set involved is not available for investigation. No photographs were provided for review. Although the report states the lot number of the set is unknown, based on the UDI provided by the user facility, belmont was able to determine that the lot number involved is 2021-01 06. A review of past complaints indicates that there have been no other reports related to this lot number. The batch records and retain sample for this lot were reviewed; no manufacturing issues related to spike separation were noted in review of the batch records, and additionally, no defects were observed upon review of the retain sample. The 3-spike sets are 100% leak tested and 100% visually inspected during the manufacturing process. A review of complaints indicates that this was an isolated incident. It was reported that there was no harm to the patient. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont medical technologies received the user's report from swissmedic which states the following: "disconnection between the spike and the infusion line (with two sets). As a result, the device could not be used for the bulk transfusion of blood products as intended."